Event description:
The cryoprobe cord blew up, causing a loud pop, when testing the device before use. The company representative was called and they instructedthe nurse to disconnect the gas exhaust part of the adapter from the machine.an adapter must be used with this cryoprobe. The adapter has a precision connection for the probe and a vent for evacuating gas byproducts. Thevent on the adapter was mistakenly connected to the machine, which did not allow the gas byproduct to escape. This caused the gas byproducts to build up and cause damage to the cryoprobe and cord.